Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [name] incoming inspection po# 152p110. This is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: april 25, 2020. Please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Pouch torn - c0r83 lot# 1382988 (1 ea). Patient status: na. Intervention: na.

Event description:
Name of procedure being performed: na (incoming inspection) detailed description of event: [name] incoming inspection po# 152p110 this is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: (B)(6)2020. Please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Pouch torn - c0r83 lot# 1382988 (1 ea) patient status: na type of intervention: na

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a hole in the tyvek of the pouch. Based on the condition of the returned unit, the hole was caused by contact with an object, which was likely caused by improper handling. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.